Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment and found the y collimator leafs were outside of spec at .039 when it should have been .025 or under. The medtronic representative adjusted the collimator and the imaging system was able to initialize. The imaging system then passed the system checkout and was found to be fully functional. (B)(4).

Event description:
A medtronic representative reported that the imaging system was displaying an error stating 'error initializing collimator' on the pendant. To troubleshoot the issue the medtronic representative rebooted the system several times without resolution. There was no patient present when this issue was identified.